Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor seized, moved heavily, was jammed and was locked. It was further determined that the device failed pretest for check starting behavior, check for excessive noise, check for untrue running, check function of soft mode switch (safety system) and check for air leak. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.